Event description:
A complaint was received regarding the error message, "replace sensor," while wearing the adc device using freestyle librelink. As a result of not being about to monitor their blood glucose, on (B)(6) 2022, the customer also experienced symptoms of hypoglycemia described as dizziness and emergency services were called. A blood glucose test of "2.5" was obtained and the customer was provided carbohydrate and intravenous glucose for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.